Event description:
It was reported the patient developed a pocket infection. The system (implantable cardioverter defibrillator and leads) were removed, and the patient was stable post-procedure and placed on antibiotics.

Manufacturer narrative:
Analysis was normal. No anomalies were found.